Event description:
New information received indicated that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted and replaced. The patient was in stable condition.

Event description:
Related manufacturer reference number: (B)(4). It was reported that non-sustained right ventricular oversensing due to double counting was seen via electrogram (egm). A chest x-ray was performed revealing the right ventricular (rv) lead had pulled back, and the implantable cardioverter defibrillator (ICD) had flipped and dropped within the pectoral pocket, due to twiddler's syndrome. Programming changes were made to resolve the anomaly. The patient was stable.

Manufacturer narrative:
The reported event of lead dislodgement due to twiddler¿s syndrome and oversensing was not confirmed. As received, a partial lead was returned in two pieces with the helix found extended and clogged with blood/tissue. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the partial lead did not find any anomalies except for procedural damage.